Manufacturer narrative:
The evaluation found the monitor had a failed printed circuit board. Additionally, the fan malfunctions as it runs constantly. The repair is pending. A review of the repair history indicates the asset was last serviced on february 18, 2020; no problems were found, inspection only. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The asset high definition liquid crystal display monitor was returned to the service center and upon inspection/testing, the monitor was found to have a failed printed circuit board malfunction. There was no reported allegation of a malfunction associated with the device and there was no patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely a defective g2 board due to the amount of use and age of the device (over 6 years).